Event description:
It was reported that the devices were used during a laparoscopic splenectomy. The devices locked up several times. The device had to be manipulated manually to remove the device from the tissue. The case was extended from 15 minutes to 2.5 hours. Another device was used to complete the case. There was no adverse consequence to the patient.

Event description:
Info received indicates the bed exit alarm is not working.

Manufacturer narrative:
(B)(4). Instrument b: batch #: f5wp6f, exp date: 09/08/2014, man date: 09/08/2014. Instrument c: (release button post). Instrument d: batch #: f5w00r, exp date: 07/04/2014, man date: 08/04/2009; (release button post). The analysis results found that one ec60 device (a), was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties. Event could not be confirmed as no cartridge was received for analysis. The analysis results showed that one ec60 device (b), was returned with no visual non-conformances and with an ecr60w fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The device opened and closed without difficulties. The analysis results found that one ec60 device (c), was returned with the anvil bent upwards and without reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device opened and closed without any difficulties. However, the firing trigger did not return to its home position after each stroke. The device was disassembled to examine the internal components and the left side release button post was broken. One possible cause for this type of damage may be partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. As a result of this condition, when attempting to fire, significant resistance will be felt due to the fact that the release button is blocking the path of the indicator gear. If the firing stroke is continued past this point, the indicator gear pushes into on the release button, resulting in damage or breakage of the release button. While no conclusion could be reached as to how the anvil became damaged; it is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The analysis results found that one ec60 device (d), was returned with the anvil bent upwards and without reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device opened and closed without any difficulties. However, the firing trigger did not return to its home position after each stroke. The device was disassembled to examine the internal components and the left side release button post was broken. Although the release button is not part of the firing mechanism, when it breaks it creates friction to the firing mechanism not allowing the trigger to properly return to its home position. While there is not enough evidence to conclude what caused the left side release button post to break, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. While no conclusion could be reached as to how the anvil became damaged; it is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information received on (B)(6) 2010: the case usually takes 15 minutes and this time took 2.5 hours. Fired the strokes quickly and not allowing the handle to go back to the original position. The surgeon pulled firing trigger to open manually; the knife reverse lever was tried and the knife would not work properly on one of the devices. All white reloads were used. This is a new conversion back from covidien products.